Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, and pacing inhibition with less than two seconds of asystole. Noise was reproducible with patient isometrics. Other lead measurements were stable. The lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.